Event description:
It was reported that leading up to death the patient had untreated al amyloidosis, with recurrent ventricular tachycardia (vt). The patient had declined an implantable cardioverter defibrillator (ICD). The death was not considered device related, and the device had been operating as expected.

Manufacturer narrative:
A4: patient weight . B5: additional event information. H6: health effect clinical code. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. E3: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient had no history of arrythmia pre-left ventricular assist device (lvad), however the arrythmia event was not considered device or therapy related.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to an outside hospital on (B)(6) 2024 with cardiac arrest and passed away.